Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient experienced muscle stimulation due to the right atrial (ra) lead. Upon lead revision, damage was observed on the ra lead and blood was noted inside the shaft of the lead. The lead was explanted and replaced. The patient was stable following the procedure.